Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage to the lcd screen was observed. The device's lcd screen was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.